Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an aneurx migration with a type I endoleak. An endurant cuff was implanted at the level of the flow divider and the endoleak was not resolved. An additional endurant cuff was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.